Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an 8/6mm amplatzer duct occluder was implanted. Shortly after release, but before ending the case, the device embolized. The physician successfully retrieved and removed the device. No other device was attempted and the patient was referred for surgical closure. No patient consequences were reported.

Manufacturer narrative:
(B)(6) 2019 ¿ supplemental report needed to address analysis. An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.